Event description:
It was reported the customer was hospitalized for high blood glucose and hyperglycemia on (B)(6) 2015. The customer's blood glucose was 406 mg/dl at the time of admission. It was also found the customer had no delivery alarms on their insulin pump, leading to their hospitalization. Customer was treated with a 15 unit manual injection. Troubleshooting found insulin was able to exit during a fixed prime. Customer was also unable to verify if they had a bent cannula. It was also found the insulin pump alarmed no delivery during a fixed prime. Customer was advised their infusion set may be occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.